Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was unable to prime. It was explained that the customer changed the reservoir and infusion set and insulin squirted out of the tubing during manual prime before the numbers appeared on the screen. The customer's blood glucose level at the time of the incident was 8.3 mmol/l. Troubleshooting was declined. The insulin pump will not be returned for analysis.